Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the device was not returned to the manufacturer for inspection. We are currently gathering more information regarding this event. We will provide a follow up.

Event description:
A healthcare facility in (B)(6) reported that the inspiratory tube of an rt225 infant breathing circuit had a high level of condensation. The breathing circuit was in use in the pediatric department. Due to the condensation, it was reported the head of the patient needed to be in a prone (face down) position which was promoting ulcers in the nostril of the patient. It was reported that the breathing circuit was in use with an unheated extension for length.